Event description:
Consumer complaint of low control test results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 95-130mg/dl fasting. Verified the strips expire 02/14/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 129mg/dl and 143mg/dl fasting. Reviewed meter memory: 1: 146mg/dl (B)(6) 2015 07:56:31 pm fasting: yes. 2: 61mg/dl (B)(6) 2015 04:24:31 pm fasting: yes. 3: 94mg/dl (B)(6) 2015 06:46:31 am fasting: yes. 4: 128mg/dl (B)(6) 2015 08:23:31 pm fasting: yes. 5: 85mg/dl (B)(6) 2015 10:00:31 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low control test results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 95-130mg/dl fasting. Verified the strips expire 02/14/2017. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 129mg/dl and 143mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.